Manufacturer narrative:
Concomitant medical products: product ID 37603, serial# (B)(4), implanted: (B)(6) 2015, product type implantable neurostimulator. Product ID 3387s-40, lot# va0psrb, implanted: (B)(6) 2015, product type lead. Product ID 3708660, serial# (B)(4), implanted: (B)(6) 2015, product type extension. Product ID 3387s-40, lot# va0j7pk, implanted: (B)(6) 2014, product type lead. Product ID 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type extension. (B)(4).

Event description:
A heath care provider reported that the patient had a loss of therapy. The patient had occasionally episodes with severe dystonia and need to be control with medication. The patient had had these episodes before with loss of therapy. The returned of dystonia symptom was considered gradual. This had been gradual progression since (B)(6) and became worse and patient was admitted to the hospital on the day of report. They wanted to rule out the ins ( implantable neurostimulator) issue. They indicated early on that the ins was not working. It was also noted that usage of ins was 100%, the ins was implanted in 2014 and current ins voltage read 2.67v. The patient was programmed on c+,0,1 with electrode measurement c0= 1584, c1=1325, c2=2169, c3=3650 and they wanted to review values. The indications for use for this patient were dystonia and movement disorder. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. Please see manufacturer report #3004209178-2015-17908 for information on the patient's concomitant system.